Event description:
Complaint#: (B)(4).

Manufacturer narrative:
The field service technician confirmed by e-mail on 2019-07-25 that he was onsite and investigated the device in question. Since adjusting the potentiometer if tacho board did not fix the issue, he ordered the tacho board for replacement. When the field service technician received the spare parts, he replaced the tacho strobe foil and tacho board on 2019-11-06. Due to performing preventive mainentance the field service technoician replaced the belts and batteries. The unit is now running as intended, the field service technician confirmed that there was some lining missing in the tacho strobe foil. The most probable root cause could be determined as defective tacho strobe foil. The reported failure "belt slip" could be confirmed. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
During maintenance the field service technician replaced the pump belts on hl20 unit. After replacement a "beltslip" error occurred. No patient involvement.. (B)(4).